Manufacturer narrative:
The returned device was evaluated and the received device had the cannula assembly deployed. The exposed portion of the soft cannula was found bent, although it cannot be determined when or how this damage occurred. Fluid was able to flow through the fluid path with no signs of struggle. In addition, a leak test was performed and fluid flowed through the fluid path with no signs of struggle or leakage. The sma wire was measured and the resistance was greater than expected. Timeouts were observed in the downloaded data, but there was no indication of a hazard a alarm or a drive stall. It cannot be determined if the greater resistance of the sma wire contributed to the timeouts. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin.

Event description:
It was reported while a patient was wearing a pod between 36 and 48 hours their blood glucose level had rose to 260 mg/dl.